Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's device was painful both on and around the implant area. It was also reported the wires in her back were "knotted up and really hurt." The patient reportedly thought she had a tumor on her spine, but it was her wire. It was noted the patient had been experiencing this painful sensation for eight months. The patient stated her implantable neurostimulator (ins) seemed to be "pushed in" and it was hard to charge. It was also stated the patient noticed pain on her leads, which started one month prior to report. The patient met with her doctor in (B)(6) 2013 and told them about the pain. It was reported the patient could "feel it" and the ins was deep. The patient wanted their ins moved because it "interfered with her pants." It was noted the patient received spinal injections and botox every 3-4 months. The patient's ins was reportedly turned on at the time of report and the patient stated it hurt when there was pressure on it. The patient reported they had an appointment scheduled for the day of report to meet with their healthcare provider.

Manufacturer narrative:
(B)(4).